Manufacturer narrative:
Product evaluation: the product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) insertion portion of a cataract removal with iol implant procedure, the posterior capsule in the nasal region was compromised. Viscoelastic was injected to tamponade the area, and the lens was removed from the eye. Another lens was placed into the ciliary sulcus with optic capture. A limited anterior vitrectomy was performed behind the intraocular lens optic. The pupil was constricted and was observed to be round without vitreous traction or prolapse into the chamber. Suture was placed through the main incision. It was noted that the patient experienced nausea during surgery and eye movement was significant. Additional information has been requested.